Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text: device disposition unknown.

Event description:
As reported: "patient brought to theatre for removal of a sydosmosis screw. Plate used was a variax narrow compression plate, screw was through oblong hole. When trying to remove the screw from the oblong hole of a narrow compression plate, it appeared that one side of the screw was beneath the inner part of the plate, whilst one was above, making it impossible to remove. The whole plate had to be removed to be able to remove the screw."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "patient brought to theatre for removal of a sydosmosis screw. Plate used was a variax narrow compression plate, screw was through oblong hole. When trying to remove the screw from the oblong hole of a narrow compression plate, it appeared that one side of the screw was beneath the inner part of the plate, whilst one was above, making it impossible to remove. The whole plate had to be removed to be able to remove the screw.".